Manufacturer narrative:
Device evaluated by MFR: a complaint evaluation performed on the returned sample (23ga ultravit) resulted in the following findings: upon visual inspection, the sample was deemed nonconforming. It was received with a severely bent needle and cracked bond. The functional inspection revealed that the sample was deemed conforming for aspiration; the sample was deemed nonconforming for actuation (because of the severity of the bend the cut test could not performed). The probe was disassembled and the components inspected. Significant resistance was felt while removing the inner cutter from the bent needle. This resistance would not allow the inner cutter to move freely. The inner cutter exhibited significant wear on the surface and on the cutting edge (nicks) indicating the probe may have been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. The severe bend would not allow the probe to actuate. Wear marks indicate that the probe was used, therefore indicating the probe may have been working initially until it was bent. Mishandling suspected. Device history record for this complaint could not be reviewed ; no component lot number was identified with this complaint. The root cause was a bent needle. The bent needle with a cracked bond is an indication that the probe has been significantly bent. We are unable to determine how or when the needle became bent. A bend this obvious would have been detected during assembly and testing. Product evaluation also determined a damaged cutting edge. Significant wear and nick on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. All probe components are 100% inspected by trained operators during manufacturing. Any nonconformance detected (such as "bent needle,¿ and "would not cut" due to no cutter movement) would have been removed from the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe would aspirate but no cutting function was present during a procedure. The cassette was replaced and the procedure was completed. There was no patient impact reported.